Manufacturer narrative:
Article citation: frost, m; gates, j; helmers, sl, et al. Vagus nerve stimulation in children with refractory seizures associated with lennox-gastaut syndrome. Epilepsia. 42. 1148-52. 2001.

Event description:
During the review of an article titled "vagus nerve stimulation in children with refractory seizures associated with lennox-gastaut syndrome", it was noted that one pt experienced a superficial wound infection at the subclavicular incision site. The infection was treated successfully with antibiotics and resolved without surgical intervention (device removal). The infection event has been determined to be related to the vns device implantation surgery by the medical professional. Good faith attempts to obtain add'l info from the primary authors have been made, but no add'l info has been received to date.